Event description:
It was reported that upon interrogation, the pulse generator could not establish connection with the programmer. Different positions and different programmers were attempted and were unsuccessful. On (B)(6) 2015, interrogation of the device was attempted and a device software download was also attempted but was unsuccessful. The device exhibited backup vvi operation. The device was explanted and replaced on an unknown date. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the device could not be interrogated and backup vvi operation was confirmed. The root cause could not be determined.